Event description:
It was reported that the patient experienced pericarditis and a perforation due to a right atrial lead dislodgement. The threshold was also high. It was noted the atrium was thin; the lead was explanted and replaced with a passive lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.